Manufacturer narrative:
Device was explanted on (B)(6) 2020. Upon receipt, the device interrogation revealed the eri battery status, 13 charging cycles were documented to the devices memory. The device was subjected to an electrical analysis. The amount of charge taken from the battery was verified. The battery condition was not as expected. Afterwards, the current consumption of the ICD was measured and found to be elevated. Therefore, the ICD was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Further electrical investigations revealed that an integrated circuit of the electronic module was damaged, causing an elevated current consumption, draining the battery. The battery did not show any abnormality. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, a damaged integrated circuit on the electronic module was identified, that led to an elevated current consumption. The manufacturing records document a normal device production. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
After an implantation period of approx. 34 months, it was observed, that the device shows the eri status.